Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, in ligation, the surgeon primed the clip, but before it could be applied to the patient, the clips fell off unintentionally from the jaws and into the cavity. The clips were retrieved. This issue occurred three more times, then a new device of the same type was used to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d4(UDI), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received partially applied. The right jaw was out of position. A malformed clip was observed to be lodged in the right jaw. The clip counter was not active. Functional testing noted that the instrument was cycled to load a clip, the clip fell out of the jaws unformed due to the damaged jaws. It was reported that the clips fell off unintentionally from the jaws and into the cavity. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur if the distal end of the device was subjected to excessive manipulation or applied over an obstruction during application of the instrument. The evaluation detected an unreported condition: malformed clip in the jaws. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: firing a clip over another clip or other obstructions may result in bleeding or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws or shaft during firing may result in an improperly formed clip and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.